Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient's representative regarding an external device. The caller had a damaged desktop charger cord. Caller stated that the dtc will not fit into the recharger. An email was sent to repair to replace the desktop charger. The patient representative mentioned that the patient's implanted neurostimulator was down to about a quarter of charge. Agent reviewed recharging considerations with the caller and redirected to hcp. Patient and caller called back with the replacement desktop charger. Caller said the ins was connected and charging and the patient was currently charging their implant and had questions about the insr screen they were looking at. Patient said their ins had been depleted when they started and that the ins battery was not quite up to 50% charge and the therapy was currently off. Patient services reviewed with the patient and caller they would need to use the programmer once they had the ins sufficiently charged to their liking and turn the therapy back on and then they could resume charging. Reviewed charge efficiency row with patient and caller and ways to increase the charge efficiency and sources of emi that could be impacting the charging session. Caller said the patient did usually have the tv on while they charged so it was possible that the tv being on would slow down their charging of the ins so they would keep that in mind for the future in order to increase their charge efficiency. Caller and patient were satisfied and will continue to charge the patient's ins to completion and then turn the patient's therapy back on. They noted they may call back in the future for further assistance.

Manufacturer narrative:
Additional information has been captured in b5 and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that patient rep called back in with the patient and reported that yesterday they charged for 2 hours and went from 50-75%, took a break and then charged again for 2 hours but the battery indicator was not showing as full. When the patient hit the stop charge button it was showing full. Agent confirmed that they were seeing all 8 coupling boxes shaded in. Agent reviewed that when the patient hit the stop charge button, the screen changes to show the battery level of the recharger itself. Reviewed that they can bring the equipment to the hcp appt for additional information about the charging session. The caller reports that they have an appt with the hcp next thursday.

Event description:
Additional information was received from patient stating old equipment was frayed at connection point for which the new pack was sent. Issue has been resolved and there was not interference from external device with the implantable neurostimulator.

Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.